Event description:
It was reported that a patient underwent a surgery wherein this lead ventricular (lv) lead was explanted and replaced with a lead of similar characteristics without additional details. The lead had been implanted for less than a 1 year before it was replaced. No additional adverse patient effects were reported.